Event description:
It was alleged that during a case the tubing interfered with the insufflator and shut down the insufflator. Doctor reported that he felt if this were to reoccur that, it would be likely to contribute to an injury.